Event description:
Caller reported that indicated battery charge dropped by 30% in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.